Event description:
It was reported that a screw migrated post-operatively. Patient underwent revision surgery on (B)(6) 2019. During revision surgery, the surgeon removed the same screw that was implanted into s1 and re-implanted at a different angle.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of manufacturing and complaint history records revealed no relevant issues or similar complaints. The patient was reported to be of a heavy weight. According to the IFU, obesity is listed as a contraindication. An overweight or obese patient can produce loads on the spinal system which can lead to failure of the fixation of the device or to failure of the device itself. As the device was not returned, a definite root cause cannot be determined, but most likely the patient's weight caused the screw to migrate as warned against in the IFU. Screw hole preparation may have also contributed as it is unknown at this time how the screws were prepped and inserted. H3 other text : device was re-implanted in the patient.

Event description:
It was reported that a screw migrated post-operatively. Patient underwent revision surgery on (B)(6) 2019. During revision surgery, the surgeon removed the same screw that was implanted into s1 and re-implanted at a different angle.